Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Surgical notes for the implantation surgery was provided and reviewed by a health care professional with the following findings: ¿ it was reported that the shell liner was intact and that the head was no longer within the liner. ¿ revision of femoral head and placement of shell and liner. ¿ final implants, hip relocated, stability excellent. Surgical notes for the revision surgery was provided and reviewed by a health care professional with the following findings: ¿ large hematoma at least 500ml. ¿ stem removed easily. ¿ minimal necrotic tissue. ¿ residual bone stock appeared ideal. ¿ ¿posterior superior acetabulum was stripped down to white bone with complete periosteal stripping likely from the dislocations¿. ¿ no evidence of short external rotators mostly likely scarred in retracted and inferior. ¿ no intraoperative complications. Additional correspondence was provided stating that the intention of the surgery is to allow the cup to in-grow into the bone and then come back in four months to cement in a new stem with a constrained liner. Based on the available information, the reported event can be confirmed. The indication for revision surgery, was that the patient lost balance and fell while reaching for toilet paper, resulting in a hip dislocation. Additionally, the patient has a history of recurrent dislocations. However, based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent initial right hemiarthroplasty and was revised approximately 3 weeks later due to multiple right hip dislocations. Another revision was performed approximately 2 weeks later due to multiple dislocations, and approximately 2 more weeks later the patient was revised for a third time due to dislocation. During the revision a large hematoma was evacuated, and minimal necrotic tissue was noted. The surgeon has reported that the intention of the surgery was to allow for cup ingrowth to the bone and then return to surgery for final cemented stem and constrained liner. The stem and head were explanted without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 30124007, 40mm i.d. Size g high wall liner, lot # 66760591. Item # 0106010304, avenirâ®, stem, lateral, cemented, 4, taper 12/14, lot # 3168933. Item # 110010247, g7 osseoti 4 hole shell 58mm g, lot # 66540697. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.